Manufacturer narrative:
The pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The pump had minor scratched display window, cracked battery tube threads, cracked case at display window corner and cracked reservoir tube lip. There was no damage noted on the original battery cap or on the battery cap o-ring.

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels. The customer's blood glucose level at the time of incident was 427mg/dl. The customer's most current level was 93mg/dl. The customer states their levels have gone as high as 600mg/dl. The customer states they have been treating with the pump. The customer declined to troubleshoot for the highs. The customer states there is damage to their insulin pump. The customer states there is a crack on the battery compartment threading. The customer was advised the pump would have to be replaced and returned for analysis.